Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during dwell six of seven on a homechoice (hc) machine, it was reported that the caregiver (cg) reused the supplies, priming them again for therapy after having an alarm. The technical service representative assisted the cg in clearing the alarm and advised the cg to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2 for this event.